Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 261 mg/dl on her blood glucose meter, that result did not match the number display of 101 mg/dl on her insulin pump. The difference in the readings was determined to the clinically significant. The meter will be returned for evaluation.